Event description:
Two pts had colonic perforation with the same olympus colonoscope.

Event description:
Add'l info rec'd from MFR 7/31/02: the insertion tube and pt contact areas of the cf-q160al were visually and manually inspected for sharp edges and flexibility. No problems were found. The variable stiffness control knob was manipulated to ensure that the insertion tube adjusted accordingly. No problems were found. The insertion tube was visually and manually inspected. Evidence of stiffness was not detected. All of the items inspected were found to be within the standard. Based on the findings, olympus determined that the cf-q160al, was functioning according to olympus' standard.